Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) /2011, and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted, concurrently with lysis of adhesions with colporteurs suspension, due to pop. It was reported that patient underwent excision of granulation tissue, closure of the vaginal vault and mesh removal on (B)(6) 2012, due to erosion and chronic bacterial vaginitis. It was reported that patient underwent bowel resection, lysis of adhesions, repairing of enterotomy and small bowel resection on (B)(6) 2012, due to colovaginal fistula. No additional information was provided.